Manufacturer narrative:
Reporter contacted the director of quality systems at flowonix, and stated that the patient was being treated at another hospital and under the care of a different physician. The reporter stated that the patient's pump has not been explanted at this time to their knowledge, but that they are attempting to get into contact with the patient's new physician. Reporter stated that they would contact flowonix if additional information is received. If/when additional information is received, a supplemental MDR will be sent. Internal complaint number: (B)(4).

Manufacturer narrative:
Pending confirmation of explant of device and device return for investigation. Internal complaint number: (B)(4).

Event description:
Reporter contacted technical solutions to report error code 107 on a patient's pump. The error code 107 alarms when the pump is stopped due to the inlet valve of the pump failing. Technical solutions alerted the reporter that a pump soft reset would be needed to clear this error code. The reporter stated that the patient had not had any recent mris, falls, or accidents. The reporter stated that they had not experienced any adverse symptoms as they are on oral medication. A colleague of the original reporter contacted technical solutions for assistance in performing troubleshooting on the pump. Technical solutions attempted to walk the colleague through the steps for an emergency pump stop followed by an 0mg demand bolus over one minute. The colleague was able perform the emergency pump stop, but was not able to perform the demand bolus as their programmer reportedly stated that the device was currently running a bolus. When they attempted to cancel the bolus that was stated to be running, the programmer read, "exception. No response from pump." Technical solutions attempted to walk the colleague through the process again, but again it was not successful as their programmer read, "pump is stopped. Software fail. Error code 115." Technical solutions attempted to walk them through the process two more times, and both times the colleague's programmer read "error code 28" and the process was unsuccessful. Technical solutions informed the colleague that the pump would need to be explanted. The colleague stated that they would contact technical solutions when the explant is scheduled.